Manufacturer narrative:
(B)(4).

Event description:
Received information reporting the patient had an infection behind the ear, and it affected both the lead and the extension. The entire system was to be removed. Additional information ahs been requested and if received, a follow up report will be sent. Reference mf report # 3004209178-2010-09329.